Manufacturer narrative:
The reported event of set screw anomaly was confirmed. Analysis revealed the left ventricular set screw contained septum material inside the hex cavity. This material in the hex cavity prevented full insertion of the torque driver and was the cause of the reported event. The set screw anomaly was consistent with having occurred during the procedure.

Event description:
It was reported that during a routine generator exchange, the left ventricular lead port set screw of the implantable cardioverter defibrillator could not be tightened. The device was replaced, and the procedure was successfully completed. The patient was stable throughout.